Event description:
It was reported by the rep the device was used in a cesarean section procedure. It was reported the staples fell out before the dressing was placed; it appeared the superior edge "rolled" out of the staples. A new like device was opened and used to complete the procedure. There was no consequence to the pt.